Event description:
The pulmonary homograft initially implanted may have been defective in some way. A pulmonary homograft was needed for the surgery to replace the patient's native valve. It was selected based on the size that was appropriate for the patient. There were no deviations noted in the way the graft was stored, or in the standard procedures of thawing and rinsing the graft in preparation for its use. The graft was implanted in the usual way with a running suture. After the patient was off the cardiopulmonary bypass machine and anticoagulation had been reversed, there was still some significant bleeding around the suture lines. As surgeon was trying to place repair stitches, the graft kept tearing in multiple places. It was determined that the patient urgently needed to be placed back on the bypass machine for adequate cardiopulmonary support. The pulmonary homograft initially implanted was not of sufficient quality and the tissue was friable and kept tearing as repair stitches were being placed. A new homograft of similar size was thawed and implanted in its place. The cryolife sales/clinical representative was contacted. Representative is working on paperwork on his end. A request was made to save the tissue and return it to the company so it can be tested to see if they can identify what went wrong with the graft. The tissue is set aside in a specimen jar, suspended in room temperature normal saline irrigation. Company's representative will get the appropriate paperwork and shipping products from his company and pick up the defective tissue to be returned.